Manufacturer narrative:
The returned device was evaluated. During testing the device was able to power on using ac power but failed to operate using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed the screw attaching the ground cable to the system board was loose and the fuse f3 was found to be blown. The customer complaint was duplicated as the battery charging mechanism is not functioning properly since fuse f3 was found to be blown, the battery could not be charged. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the charging mechanism is not functioning properly. Rad-8 monitor will power on with ac power connection, and powers off shortly if not plugged in. The customer states it will usually last about 10-20 minutes, up to about 1 hour and there is usually a low battery alarm but not always. No patient impact or consequences were reported.